Event description:
The customer contact reported air in the tubing set. The tubing set was to be used to deliver an unspecified medication via a gemstar pump. It was reported that an unspecified volume of air was noted at an unspecified location in the tubing set. No specific details were provided. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.